Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log verified the customer's complaint. Functional testing was performed, and the plastic clutches, stepper motor, and worm coupling were all replaced. The problem persisted, and it was found to be a slightly bent head mount that was also replaced. An audible watchdog alarm was also present, and the printed circuit board was replaced to resolve this issue. The interconnect board was also replaced due to rj45 connectivity issues. The pump passed all performance verification testing following repairs.

Event description:
It was reported that the device plunger sensor did not work. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.